Event description:
It was reported the patient experienced pain at the lead site and back. The stimulator site was tender to the touch. Stimulation was not working. The pain was akin to prior to implant. The issues started two to three days prior to call. There were no accidents or incidents associated with the issues. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37092, lot# 240620002, implanted: (B)(6) 2010, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010-03-04, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).